Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. A conclusive cause for the reported thrombosis/ thrombus and stroke/cva and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. The reported patient effects of vessel thrombosis and stroke is listed in the xact carotid stent system information for prescribers as an adverse event potentially associated with carotid stents and embolic protection systems. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2025, a 9tx40 xact stent was implanted in the left internal carotid and common carotid with great post procedure flow; however, 36 hours after the procedure, the patient suffered a stroke and confirmed via CT scan. Stent thrombosis was confirmed via angiogram. Therefore, thrombectomy was performed in the left carotid artery and flow was restored. The patient was discharged 24 hours later with anti-platelet therapy. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.